Event description:
During gamma3 surgery, superficial femoral artery was damaged and bleeding had been confirmed. This case was presented at the meeting of (B)(6) for fracture repair on (B)(6) 2014.

Manufacturer narrative:
The reported issue was not confirmed. The evaluation revealed the nail to be the primary product. An investigation and a review of the DHR were not possible because the nail, catalog number, lot code and further information like x-rays or surgery records were not available. The root cause could not be determined. Most likely the artery was damaged during insertion of the k-wires into the femur head. The operative technique includes the correct k-wire insertion and usage in detail; furthermore warnings to avoid blood vessel and/or soft tissue damages. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device will not be returned.